Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# v191406, implanted: (B)(6) 2009, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that patient has a pocket adapter. Healthcare provider will be creating a group to increase stimulation. Rep reported that elevated impedances will continue to be monitored. Rep reported that patients tremors have resolved.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# v191406 serial# implanted: (B)(6) 2009. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 11-jul-2011, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) call from healthcare provider (hcp). The hcp reports the unipolar impedances are elevated on the left contacts 2200 - 2700 ohms. The patient (pt) is having a little bit of tremor increase so the hcp will increase the amplitude. Rep was not with the pt. Rep does not know the therapy impedance. Hcp is going to monitor the pt.